Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is without stimulation and received a low battery warning. The sjm representative was able to clear the warning message and stimulation was restored. Follow-up identified the battery warning message reappeared on (B)(6) 2014; however the pt still has stimulation. Reportedly, the pt has been implanted for approximately 24 months. The ipg appears to have prematurely depleted. Surgical intervention may be undertaken at a future date to replace the ipg.